Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during dwell 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the meaning of the alarm to the hp. The tsr instructed to cycle the power on the hc to clear the alarm. The tsr explained that the supplies were compromised and advised the hp to finish the therapy manually. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.